Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the caller said that they need to know how to help their brother increase the stimulation. The therapy is not helping their bladder and bowel symptoms. Patient is getting less then 50% relief of symptoms. Caller said the patient is not feeling the stimulation. When they went to the doctor they put water in patient's bladder and they couldn't pee. The patient has not had relief of symptoms since implant. Agent walked caller through increasing the patients stimulation. Confirmed stimulation was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient has a catheter in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.